Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a "high electrode impedance" measurement. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced due to oversensing of noise. The s-ICD remains in service with a new electrode and no additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high electrode impedance" measurement. At this time, troubleshooting is ongoing and the s-ICD remains in service. No adverse patient effects were reported.